Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, distal end plastic crack, bending section cover crack, and sharp nozzle were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera ii colonovideoscope angulation knob is locked during procedure. The customer mentioned that when the angulation knob is released, the bending section fails to completely return to normal position. The procedure was for screening and the same device was used to complete the operation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
(B)(4). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reported device problem was reproduced on the subject device. The bending section did not return to its normal position after the angulation control knob was released (after angulation). Additionally, the inspection also revealed the following faults: the cover was cracked and not insulating adequately. The insertion section of the device was kinked, scratched, and had a snake like shape. The control section and universal cord had scratches. The labels on the device were not properly affixed. The investigation confirmed the reported device problem. A review of the device history record found no deviations that could have caused or contributed to the reported device problem. A definitive root cause for the reported problem was not established. However, it is probable that the issue occurred because the end-user withdrew the device from the patient¿s body while locking the bending section. The occurrence of the reported incident can be prevented by adhering to the instructions for use (IFU), which state the following: ¿inspection of the bending mechanisms - if the movement of the up/down angulation lock, right/left angulation lock, and the angulation control knobs is loose and/or not smooth, or the bending section does not angulate smoothly, the bending mechanism may have an irregularity. In this case, do not use the endoscope because it may be impossible to straighten the bending section during an examination. Important information ¿ please read before use - warnings and cautions never insert or withdraw the endoscope¿s insertion section while the bending section is locked in position. Patient injury, bleeding, and/or perforation may result. Withdrawal of the endoscope - turn the up/down and right/left angulation locks to the ¿f¿ direction to release them.¿ olympus will continue to monitor field performance for this device.